Event description:
The acuson xp revision 27 outputs 4-digit yrs in the "ob" report, in compliance with the need to support the year 2000 requirement. While the xp revision 27 shows 4-dig yrs on the xp system monitor, using revision 27.125 the last digit of the current exam date (ced) is truncated in the report output from the xp parallel port, so that the year 1999 is output as "199." The digisonics software prior to revision 9.0, which has not been modified to account for the above error in data transmission from the xp, interprets the "199" and shows the current exam year of "9." As a result, the ced as shown on the digisonics ob report is incorrectly shown. On 2/22/99 the digisonics ob-500 system calculated an incorrect fetal due date (edd) because of an incorrect study date transmitted from the acuson system via the digisonics software oblink. As a result a physician delivered a baby by c-section approx 3 weeks prematurely.